Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed there was a syringe in the channel which was removed. In addition, service found the water cleaning function was out of specification due to deformation of the nozzle. The connecting tube was crumpled, and the rubber adhesive was broken. Switch button #1 was deformed. The up-direction angulation was out of standards due to wear of the angle wire. The adhesive on the up/down knob was out of standards due to wear of the angle wire. There were scratches and dents on the distal end, and the adhesive around the lenses was worn. The objective lens was chipped. The light guide lens was scratched and chipped. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that foreign matter was caught in the entrance of the biopsy channel of the subject device. The issue was observed when preparing the device for use. The subject device was not used after the issue was identified. The intended procedure was completed using a similar device. There was no patient or user harm reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that a tip of cleaning brush got broken during use. Then the tip fell off and was caught in the biopsy channel. The following is included in the instructions for use (IFU): "repeated use may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use. Should a part of the brush come off inside the endoscope, immediately retrieve it and carefully confirm that no parts remain inside the channel of the endoscope by passing a new cleaning brush or other endo-therapy accessory through the channel. Any parts left in the channel can drop into the patient during the procedure. Depending on the location, the missing part may not be recoverable by passing a new brush or other endo-therapy accessory through the channel. In this case, contact olympus.¿ olympus will continue to monitor field performance for this device.